Event description:
It was reported to philips that the inspection showed that the device did not pass the operation control test and was defective according to the failure detection. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by remote service engineer (rse), bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device did not pass the operational control test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.